Manufacturer narrative:
Investigation completed on a smiths medical syringe syringe infusion pumps/medfusion 4000 pumps complaint of clutch error plunger error in history log and was duplicated during occlusion testing. The physical condition revealed bottom case cracked and top case was chipped. Repairs included; replaced clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 5 years old. Replaced damaged top and bottom cases. Main board was also replaced.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps reported physical damage to bottom assemble case cracked and travel coarse error check alarm along with clutch lever. No patient adverse events reported.